Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center. The complaint was not confirmed. The service center found that the camera control unit (ccu) would not sense the camera, so the camera had to be exchanged. Given the information provided, we cannot discern a potential root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received on 7/10/2018. It was reported that the issue was detected on 6/22/2018. This problem occurred with most of cameras (no interface between processor and camera head). The green indication on the processor at the connecting socket is not illuminating. A resulting surgical delay of half an hour was reported. The procedure was completed and alternatives were readily available. No patient impact was reported.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Image getting disconnected (intermittently).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.